Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested events, ¿black screen, no image¿ and ¿no data transmission of ID chip¿, were confirmed. The probable cause for both was determined as the circuit board in video connector or image sensor unit was damaged while the user was handling the device, which caused occurrence of the suggested events, and that the above damage was due to electrical damage applied to the circuit board or the sensor unit from electrical contacts at video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Instruction for use (IFU) for ltf-s190-5/10 operation manual, ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8, could have help detect the phenomenon of no image. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image/ the screen was black, along with no data transmission. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image screen black still after checking on 2 different processors. Additional non-reportable malfunctions; failed isolation test, switch 1 (sw1) to switch 4 (sw4) (all switches) were not working. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.